Manufacturer narrative:
B3: unknown; no information has been provided to date. D: no information found for di number. G: no information found for 510(k) number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported the device had a recurrent cassette not attached properly issue and reattach alarms flat rate. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair. Service history review identified the complaint is related to previous repair. The reported issue was duplicated. When attaching cassette, "cassette not attached' alarmed. Functional test found the upstream occlusion (uso) sensor was not working. Replaced uso sensor to resolve problem and unit passed all functional tests.